Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) dilation procedure to treat a stricture performed on (B)(6) 2025. During the procedure, when the balloon was inflated, it would not inflate, and a hole was noted at the end of the balloon causing the water to leak out. The procedure was completed with another cre pro wireguided dilatation balloon. No further information has been obtained despite good faith efforts. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomy location.